Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 7043236, model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 20958875, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient had developed an infection at the incision site. Symptoms were redness and itchiness. Cellulitis was also noted. The patient underwent an ipg and lead explant procedure.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. Visual inspection and rgt test were performed and found no anomalies. Record review revealed no additional information related to the complaint. Sc-2317-50 (sn: 7043236) and sc-2317-70 (sn: (B)(4)). Device evaluation indicated that complaint was not verified. A visual inspection found the leads were cleanly cut. The device damage was similar to the typical explant damage and was not considered a failure. Record review revealed no additional information related to the complaint.

Event description:
A report was received that the patient had developed an infection at the incision site. Symptoms were redness and itchiness. Cellulitis was also noted. The patient underwent an ipg and lead explant procedure.